Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the cracks found on the ceramic head of the device were caused by a break in the insulation resulting from stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during setup/inspection for use, the ceramic tip was damaged. There were no reports of harm or injury.